Event description:
Reportedly a pt was being administered morphine via pca pump for pain associated with kidney stones. The pt "coded and expired." The pump was started at approx 1:30 pm and the event took place approx 2:30 am. No unusual pump event was noted. Rptr does not believe there was a pump problem.